Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. Device history record was reviewed and no discrepancies were found. No medical records received. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was discovered to be fractured prior to entering the operating room. There was no patient involvement. All pieces were returned. Attempts have been made, and no further information has been provided.